Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the device is not working. They were being shocked, and it is hurting their back really bad. They were in pain and it felt like the ins was poking out of their skin. They had been through all 5 programs this month, but each program was still shocking them. The device was still on, but the patient was considering turning it off due to the pain it is causing. They said when the shocking occurred their symptoms returned. They were peeing their pants and their symptoms are like they are 9 months pregnant and their water broke. Patient services emailed the field due to the patients¿ healthcare professional recommending that. It was confirmed that there were no falls.